Manufacturer narrative:
As the suspect device was not returned, no evaluation could be completed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation even though it was not reproduced during the investigation of the retention product. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes. The customer received four blood glucose results between "93 mg/dl to 236 mg/dl". The other two blood glucose results were not provided. No adverse event reported. Return of the suspect device was requested for evaluation.